Event description:
It was reported that, "left revision hip replacement for painful hip. Cup, liner, & head removed and replaced."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device were sent to the pathology department due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.